Event description:
It was initially reported that the physician's serial adaptor cord on the handheld computer was loose and was not making a good connection. The physician indicated that in order to make it work, he would have to hold it in place. The handheld computer has been returned to the MFR for analysis, but has yet to be completed.